Event description:
When starting right radial arterial line got flash and advanced catheter. Attempted to remove wire and met resistance. Anesthesiologist provided assistance. As wire was being pulled out it began to unravel. Wire viewed under fluoroscopy. Wire removed per open exploration of right radial artery.